Event description:
In (B)(6) 2012, I had the essure implanted in my fallopian tubes. Since the time it was implanted, I have been having severe migraines, 2-4 times a week, hot flashes, night sweats, pelvic pain, back pain, joint pain, facial hair growth, nausea; I have been diagnosed with raynaud's. I get shooting pains through my hips and down my legs, breast pain, and chest pain and weight loss. I also have unexplained rashes and the skin on the palms of my hands is peeling.